Event description:
Additional information received reported that the physician thought that the type iii endoleak could be coming from the bifurcated body, in the proximal area where the xl stent was implanted. The physician believed that popliteal aneurysm was not related to the endurant ii devices or their index procedure. It was further reported that the patient was not being treated for the type iii endoleak, and the intervention the patient was receiving was unrelated to any medtronic devices or procedures.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 70 mm in diameter abdominal aortic aneurysm on (B)(6) 2015. It was reported that the patient was in for follow up on (B)(6) 2015 and the CT scan shows an unknown endoleak. No additional treatment has been performed and the patient will continue to be monitored. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Date of event. Film evaluation results are: the cause of the reported unknown endoleak and the cause of the bifurcate suprarenal stent being pulled down could not be determined from the films provided. Pre-implant films, and images during implant and at the time of the reported endoleak event were not available for return. It is likely that the pulled down suprarenal stent may have led to a proximal type I endoleak due to the resultant mal-apposition of the proximal seal which likely would have occurred. The cause of the right limb thrombus also could not be determined. It is possible that implanting within the small and calcified right external iliac artery may have contributed. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad.

Event description:
Additional information received reported that the physician thought the endoleak seemed to be a type iiib. The physician also noted that air bubbles within the first week after the procedure was normal. The patient's aneurysm sac was reported stable.